Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. Technical services (ts) was consulted and determined that the patients rhythm was 1:1 and noted 3 rounds of atp and 6 total shocks were delivered inappropriately for atrial fibrillation with a rapid ventricular response. Ts recommended reprogramming options and confirmed that therapy was exhausted. The local field representative reprogrammed the device for a higher atrial flutter detection rate and turned on onset stability. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.